Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had lost feeling on the legs due to hematoma. It was stated that it was not device related and the cause was undefined. The patient underwent an explant procedure and the patient was doing well postoperatively.